Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated a 12.1mm micl12.1 implantable collamer lens, -12.0 diopter, tore during the loading process and there was no patient contact or injury. The backup lens was implanted. The reporter indicated the cause of the event was unknown.